Event description:
Hosp alleged that pt tested negative for hcg with urine specimen in 2002. Pt admitted for hysterectomy on the following day. The physician was notifed of a pregnancy (approx ten weeks) by the pathology report (unknown date). A post operation serum beta sub hcg was tested two days after surgery. The level was 14,098 miu/ml hcg. No other pt info was available.